Event description:
Chairs used in dialysis (lumex powered bariatric recliner, product#: fr588w8628, model#: fr588w8628, purchased 12/23/2020) unexpectedly release and fall back. Vendor replaced actuators in all chairs in december 2022. Since that time, have had two events with the same issue: one patient was stationary when the chair released and fell flat; the second event, the patient was in the process of reclining back. No harm to patients on reported events. Broken chairs removed from service. Chairs have also broken when being moved. One identified chair has failed since initial repair in december 2022. Vendor on-site (B)(6) 2023 to assess 4 additional malfunctioning chairs (replaced caster on one chair and replace the other 3 chairs). Reference reports: mw5144805, mw5144807, mw5144808, mw5144809.